Event description:
Info received indicates the bed moved unintentionally into the chair position without a command.

Manufacturer narrative:
The technician replaced the right siderail caregiver circuit board to repair the bed.